Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported that approach from the right femoral vein. When the physician attempted puncture under echo guidance, confirmed reverse blood, and recommended a guide wire. Although there was some resistance, a guidewire was recommended, so dilation was performed in two stages. The dilator was applied smoothly. When tried to remove the guide wire little by little to remove the dialysis catheter, there was strong resistance. The part that had come out a little was bent. A portable abdominal x-ray examination was performed. Although the tip was located within the femoral vein, the guide wire was bent near the insertion site. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire is confirmed and was determined to be use related. The product returned for evaluation was a stainless-steel straight tip guidewire. Light residue was observed on the guidewire. The guidewire exhibited multiple bends and curved shape memory. Microscopic inspection of the guidewire confirmed the bends in the guidewire. Both weld tips were intact and no coils were misaligned. The bends in the guidewire likely occurred during insertion or retraction of the guidewire. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that approach from the right femoral vein. When the physician attempted puncture under echo guidance, confirmed reverse blood, and recommended a guide wire. Although there was some resistance, a guidewire was recommended, so dilation was performed in two stages. The dilator was applied smoothly. When tried to remove the guide wire little by little to remove the dialysis catheter, there was strong resistance. The part that had come out a little was bent. A portable abdominal x-ray examination was performed. Although the tip was located within the femoral vein, the guide wire was bent near the insertion site. There was no reported patient injury.